Event description:
Nellcor puritan bennett received a report from a biomedical engineer that they "swapped the speaker and with the new speaker the unit is not sounding." There was no report of pt harm.

Manufacturer narrative:
The unit is expected to be returned for evaluation but has not been returned.